Manufacturer narrative:
It was reported that during a routine check the intra aortic balloon pump (iabp) had an issue regarding the "battery will not charge". A getinge field service engineer (fse) tested each battery separately and the pump shut down, the charging indicator did not show when charging the batteries. And he removed the batteries from the pump and left them out of the pump until the next day. They were warm to the touch, but he left them outside. The next day he put them on and everything was ok. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the distributor during a daily check by the facility the cardiosave intra-aortic balloon pump (iabp) pump is only working on the batteries. It doesn't charge. Led lights on the cart are off. There was no patient involvement reported.